Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) lot number b02270 inserted. Additional information received on 12-nov-2015 (ptc investigation result). Since then, she experienced chronic pelvic pain, vaginal bleeding, and a nonstop bleeding for five months. An ablation procedure (novasure) was performed in 2015 to stop the bleeding. It did not work. She was given medroxyprogesterone in 2015 to stop the bleeding. It did not help. She was given birth control pills ((B)(4)), it helped some with the bleeding. She was still experiencing abnormal bleeding and pelvic pain. Since all of this, she became depressed and was given amitriptyline and referred to talk therapy. Consumer assessed other serious (important medical event) as event outcome. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Follow-up information received on 16-nov-2015 from consumer: she stated a lawyer is working in this case already. Case is now considered legal case. Company causality comment this non-medically confirmed, potential legal and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nonstop bleeding. This event, interpreted as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer started experiencing this event since essure insertion for five months. She underwent an ablation procedure (novasure) in order to stop the bleeding, however, it did not work. She received a remedial therapy but it did not work. Then, she was given birth control pills and it helped some with the bleeding. Considering this information and based on its nature, a causal relationship with suspect insert cannot be excluded. Since an intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Additional information will be obtained through the normal litigation process.